Event description:
The ge oec 9800 fluoroscopy system was reported to have date integrity issues. Possible mixed data, possible lost data. Facility bme found defective hard drive.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced a defective hard drive and restored calibration data. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.